Manufacturer narrative:
Device is a combination product. Updated b5: describe event or problem.

Event description:
It was reported that stent damage occurred. After pre-dilation was perfromed with a 2.50x15mm emerge balloon catheter , a 2.50 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. It was also noted that the stent struts were damaged when trying to cross the lesion. No patient complications were reported. Further information has been requested but has not been provided at this time. It was further reported that wrong stent size was pulled. Subsequently, an additional stent was advanced and the procedure was completed without consequences.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. After pre-dilation was performed with a 2.50x15mm emerge balloon catheter , a 2.50 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. It was also noted that the stent struts were damaged when trying to cross the lesion. No patient complications were reported. Further information has been requested but has not been provided at this time.